Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the adhesive around objective lens is peeling was caused by stress of repeated use, external factors, or handling of the device. ¿instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event as below. Inspection of the endoscope 1 inspect the control section, video connector, and light guide connector for excessive scratching, deformation, loose parts, or other irregularities. 2 inspect the electrical contacts on the video connector for corrosion. 3 inspect the surface of the insertion section for cracks, dents, bulges, or other regularities. 4 inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. 5 carefully run your fingertips over the entire length of the insertion section. Check for protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had defects in the bending section and insertion tube. It was unknown when the issue was found. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: adhesive around objective lens is peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; due to a pinhole on universal cord, water tightness was lost, adhesive on bending section cover had a chip, due to wear of angle wire, bending angle in up direction did not meet the standard value, and due to damage, switch 1 did not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.